Event description:
It was reported that approximately 2 weeks following a coronary drug eluting stenting treatment procedure the patient died. An unknown size taxus express2 drug eluting stent was implanted into the right coronary artery (rca). Post intervention the patient experienced respiratory failure and a myocardial infarction. The next day the patient developed bilateral interstitial pneumonitis. The patient is beleived to have had primary lung pathology. The patient also had congestive heart failure which was treated with a right heart catheterization. The patient was given steroids and cardiac rehabilitation. One week later the patient became septic (unknown origin) and subsequently expired. The date of death is unknown. According to the following physician, the relationship of the events to the stent is unknown. Additional information regarding these events has been requested. A supplemental report will be submitted if additional information regarding these events has been requested. A supplemental report will be submitted if additional information is obtained.